Event description:
The report indicated that the new g2 coils seem to cause significant microcatheter kickback just at the moment that the detachment marker approaches and crosses the proximal microcatheter marker. The physician indicated that this issue was encountered in four separate cases working with aneurysms 3-6mm in size and it has been quite frustrating as it prevents from getting the last bit of coil in despite trying to readjust microcatheter position, repositioning coil etc. Clearly it seems that there is a different behavior and feel from the prior syringe-deployment system galaxy coils.

Manufacturer narrative:
The event date under b4 is unk, is a matter fact all dates are unk.(B)(4).the device was not return for analyses, and the lot number was not provided. Therefore, no DHR could be conducted.without the return of the involved devices and based on the available information no conclusion can be made regarding the root cause of the reported failures. Therefore, no corrective actions will be taken at this time.